Manufacturer narrative:
Abiomed has received the device. The product has not yet been evaluated.

Event description:
The customer reported that during insertion of the introducer, the peel away was detached from the tip of the introducer. As the product was advanced into the artery, the patient experienced sever bleeding. A second introducer achieved hemostasis.